Manufacturer narrative:
Section b3: date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that ipg was inoperable due to reaching end of life (eol). It was noted that patient used high settings and frequently used tonic stimulation. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy was restored.

Event description:
Additional information indicated that this issue is no longer reportable as the ipg has reached its normal end of life.

Manufacturer narrative:
Manufacturing reference number 3006705815-2024-08190 has been deemed non-reportable following an investigation by the manufacturer regarding the device's longevity. Device analysis findings confirmed that the ipg exhibited normal battery depletion and is thus no longer reportable. No further reporting is required. The reported event of ipg end of life (eol) was confirmed. The ipg battery voltage was below the elective replacement indicator (eri) voltage threshold and the ipg had declared end of service (eos). An estimate of longevity determined that the ipg had normal battery depletion and reached its normal end of life (eol).